Event description:
It was reported that the customer had a motor error alarm during prime and no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed on motor error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer reports that the no delivery alarm was resolved by a completer set change. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.